Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the patient had their lead extension and ins removed due to infection. The representative reported that the exact date of this removal was unknown. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.